Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient with this right ventricular (rv) lead was presented to the hospital where review of the system revealed oversensing noise and a polarity switch from unipolar to bipolar mode. A few hours later, loss of capture was observed and the physician suspected the rv lead had fractured but the patient was dismissed before further testing could be performed. Approximately a week later, the patient was seen back in the hospital with a heart rate of 35 beats per minute and damage to their health occurred. The damage in health the patient experienced was described as ¿stifling.¿ the rv lead was reprogrammed and remains implanted and in service as the patient will continue to be monitored. No additional adverse patient effects were reported.